Manufacturer narrative:
Batch review performed on 24.july.2019: lot 178749: (B)(4) items manufactured and released on 21-may-2018. Expiration date: 2023-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed 10 months after the primary due to an infection (the pathogen is unknown). The surgeon performed a washout and poly swap and the surgery was completed successfully.